Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches and spitting up mucus. The patient did report to receive medical intervention and has a hospitalization scheduled (B)(6) 2022 for more examinations. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged sound abatement foam became degraded and caused headaches and spitting up mucus. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. An unknown white, gray, and black dust-like contamination at the air inlet of the blower box. Dust-like contamination in the iso port, top of the blower motor, and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown white and brown specks of contamination on the bottom of the blower box. Black dust-like contamination (inconsistent with degraded sound abatement foam) on the inside of the bottom of the enclosure. Also unknown black residue (inconsistent with degraded sound abatement foam) inside of the enclosures. Dust-like contamination on the bottom of the blower motor and inside of the blower motor. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found two errors. The manufacturer is unable to directly address the symptoms outlined in the complaint, they did observe dust/dirt contamination in the airpath, likely from a source external to the device and also observed no evidence of degraded sound abatement foam.